Event description:
A caller reported an issue with the pixel display on their pump, which affected their ability to interact with and read the pump screen. There was no adverse impact on the customer¿s blood glucose level, as the levels remained within the normal range. To address the issue, technical support arranged for a replacement pump to be sent to the customer, along with updated software and available training. The customer continued to use the pump for insulin therapy.